Manufacturer narrative:
This report is submitted on march 06, 2024

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with another cochlear device on (B)(6) 2024.